Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy end to end anastomosis procedure, while resecting the colon the green marker flashed indication that the firing was ready to perform, however the device could not be fired. They then used another reload to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.